Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of this data indicated normal battery depletion. The battery indicator signifying that it is time for device replacement, eri was triggered on 2013 (B)(6).

Event description:
It was reported that the device had possible premature battery depletion as the battery lasted only four years and three months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592-45, implantable pacing lead, implanted: (B)(6) 2009. A 4092-52, implantable pacing lead, implanted: (B)(6) 2009.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.